Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the catheter was fractured. Due to lack of signs of torquing or stretching at the fractured location, this damage was likely a kink that worsened to a fracture. If the velocity is retracted against resistance at an angle, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed additional fractures along the catheter shaft. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the sphenopalatine arteries (spa) using a velocity delivery microcatheter (velocity) and a midway 43 delivery catheter (midway 43). It was reported that hydrophilic embolic agent was placed through the velocity. After removing the midway 43 and velocity together, the proximal length of the velocity was noted to be fractured. The procedure was completed using an access25 delivery microcatheter (access25) and the same midway 43. There was no report of an adverse effect to the patient.